Manufacturer narrative:
The suspect med device was not returned to the MFR for eval/investigation as it was reportedly discarded by the user facility; therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. A mfg and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions but may be reopened if additional significant info becomes available at a later time. Then, this report will be updated. Furthermore, the incident will be recorded for trending and surveillance purposes and the user will be pro re nata trained again on the correct usage of the olympus medical devices. Olympus submits this incident as a medical device report (MDR) in an abundance of caution.

Event description:
Olympus was informed that in the middle of a hysteroscopy with resection of a pedunculated submucosal myoma procedure, the loop wire of the suspect medical device broke inside the patient. The operating surgeon subsequently performed an intrauterine irrigation in order to flush out possibly broken off/detached fragments/parts; however, no (remaining) pieces were found during search. The intended procedure was reportedly completed by using the same set of equipment and there was no report about an adverse event or patient injury.